Event description:
It was reported that the bd maxzero pressure rated bi-fuse extension set separated. The following information was provided by the initial reporter: when rn asked her what was wrong with it, the patient showed the rn how one of the connectors came out of its "sleeve" which basically opened up her IV site and created a risk for an IV infection.

Manufacturer narrative:
Investigation summary: a complaint of separation was received from the customer. Photos of the sample were provided for investigation. The set is separated at the y-site. The customer complaint of separation was confirmed. A device history record review for model mz5316, lot number 22099345, was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 15sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.